Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Related manufacturer ref: 3008452825-2022-00005, 3005334138-2022-00009. During a premature ventricular contractions ablation procedure, a prolonged procedure occurred due to the ablation catheters not showing contact force. Two catheters and the tactisys were exchanged, but the issue remained. The ethernet cable was also exchanged to no resolve. The procedure was continued with no contact force and there were no adverse consequences to the patient.